Manufacturer narrative:
The unit was returned to engineering, then re-tested by engineering under high temperatures in the rellability lab. The unit was found to fail after approx 2 hours of high-temperature testing. Investigation of the power supply pcb showed that there was a break in the sleeved jumper wire which connects the power supply's output transistor to pin 9 of the connector, disconnecting the supply. Under normal amblent temperatures, the two ends of the wire would make contact, but in response to prolonged high temperatures, the two ends of the wire would separate enough to break the connection. Since the break was underneath the sleeve it could not initially be seen. This condition is now believed to have mimicked a bad component at (u19) on the control pcb.

Event description:
Facility experienced a problem with the infant ventilator. Ventilator rate 52, base flow 15, inspiratory flow 19, inspiratory time 0.72 seconds. The setting appeared automatically on the ventilator and could not be re-adjusted to lower levels. The ventilator alarmed prolonged inspiratory time. The event was repeatable by the dealer, the pt's condition deteriorated considerably during this time and was disconnected from this suspected faulty venitlator and connected to the different ventilator after which the pt's condition improved.